Event description:
The patient's sister reported to insulet on 24 march 2026 that the patient has passed away on an unknown date. The patient was wearing a pod at the time of death, however no device malfunction was reported. The patient's cause of death is currently unknown, pending examination. The patient was reported to be discharged from hospital 'the friday before' (exact date unknown), and was at home at the time of death. The emergency doctor (name unknown) suspected cause of death to be multi organ failure, heart problems, or complications from diabetes. The patient's sister is unsure of where the pod is currently located. The pdm has been given to the hcp (name unknown). Insulet is attempting to recover additional details on the event including the patient's date of death, cause of death, details on the healthcare professional and device return. At this time, insulet has not received further information. If additional information is received, insulet will submit a supplemental report.

Manufacturer narrative:
The physical device was not returned. Insulet is attempting to recover additional details from the patient's family. If additional information is received, insulet will submit a supplemental report and conduct all possible investigation. The insulet cloud system was checked for data from the user. Data was found to be available up to (B)(6) 2026. Cloud data from the user for the period of (B)(6) 2026-(B)(6) 2026 was downloaded and reviewed. The last pod used was found to be activated at 18:32 on (B)(6) 2026. The previous pod was deactivated at 15:00 on (B)(6) 2026, showing a 3 hour and 32 minute gap in use of the system. The patient history buffer (phb) data showed that the last estimated glucose value received by the pod from the sensor for the second to last pod used was 70 mg/l at 15:00 on (B)(6) 2026. The first estimated glucose value received by the last pod used was urgent high (greater than 400 mg/dl) at 18:37 on (B)(6) 2026. The phb data showed that the system was used in automated mode for this last pod, correctly adjusting the microbolus amounts based on the estimated glucose values and user inputs. The first cycle after the 20 minute algorithm warm-up period, the automated algorithm began delivering the max microbolus amount and continued to deliver the max until the sensor used became inactive at 21:57 on (B)(6) 2026. The sensor remained inactive until the last data point sent from the pod to the controller at 10:47 on (B)(6) 2026. The phb data showed that the system correctly transitioned to automated mode: limited and immediately began delivery of safe basal, which is the lower of the user's manual basal program and adaptive basal rate. The cloud data showed that the last bolus delivered was a 4 u bolus delivered at 20:23 on (B)(6) 2026. The cloud data showed evidence that the bolus records captured in the cloud were from boluses that were actively and successfully delivered as the total pulses delivered count tracked by the pod correctly incremented based on the total bolus volume of each bolus after delivery of each bolus. The phb data from prior to the last pod showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs while in automated mode. While in manual mode, the system correctly delivered the user's manual basal program. No evidence of issues with the system were observed in the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: 3.1.6. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.